Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. This was confirmed during the device check with an x-ray. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. The patient received intravenous antibiotics. No additional adverse effects were reported.

Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. This was confirmed during the device check with an x-ray. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. The patient received intravenous antibiotics. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.